Event description:
It was reported the device exhibited system failure error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: device evaluation: third party tamper seals present on both bottom case and plunger cases. Right plunger case is cracked. Primary audible alarm post at power up equals passcode displayed in the event history log. Power up process, audio test, occlusion test. Cannot duplicate any system failure error. No problem was found. Performed power up process, audio test, pm and all functional tests which passed. Replaced damaged bottom case. Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced worn leadscrew, clutch spring and right and left clutch halves. Cleaned, greased, calibrated, and performed all functional testing which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.